Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Possible procedure error due to the information determined through troubleshooting. Root cause: insufficient information; possible procedure error. Source: phone.

Event description:
Reported false positive results for an unknown number of patients. The customer communicated that they have a technician who tends to yield false positive results. At least one of the patient samples was retested on solana by other technicians and the sample yielded a negative result.